Event description:
The customer reported that this device unexpectedly shutdown on battery power.

Manufacturer narrative:
(B)(4). The customer reported that this device unexpectedly shutdown on battery power. There was no negative impact to the pt reported. The local philips service organization provided the customer with troubleshooting guidance, including the replacement of the battery pca. The customer does not have a contract with philips and no further repair details are available. As of (B)(4) 2012, there have been no further requests for service or support for this device. No cause can be determined. Based on the available info we will consider this a malfunction that caused unexpected shutdown when ac power was removed from the device, where the cause is not known.